Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 495 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose event. The customer was treated with manual injections for high blood glucose level. Customer stated that the act button of the insulin pump was not responding. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.